Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and late seroma. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Granuloma: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. And late seroma. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ calcification: not observed calcification on the surface of the shell on the provided photos. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and late seroma. Healthcare professional additionally reported granuloma, and calcification. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Corrected data: d6a d9 h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and late seroma. The device has been explanted and replaced with a non-allergan device.